Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed a large crack around the bolts on the reservoir cover and underneath the drain fitting. The unit had an old style drain fitting, worn enclosure, line cord, and missing reflux plug. The investigator subsequently filled the tank with water. The customer reported product problem (cracked closure) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a cracked closure. No patient injury or complications were reported in relation to this event.